Manufacturer narrative:
(B)(4). Failure observed during analysis. Internal insulation abrasion under the rv shock coil was noted at 5.5-6.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.